Event description:
During a femoral popliteal graft procedure, the physician felt resistance and stretching while removing the catheter. Upon removal, the physician realized that the distal marker band had come off inside the pt. The pt is fine and the marker band is to be surgically removed.